Event description:
Subsequent to the initial MDR, a correction was updated on 10/27/2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The date of the event is an approximation. On (B)(6) 2025, the patient reported experiencing a coma and receiving emergency room treatment, which he attributed to an issue with cgm inaccuracy. The patient declined to provide any additional details regarding the event to dexcom. He stated that his legal representative would be contacting dexcom directly. No further information about the patient or the incident was made available. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.